Event description:
It was reported that one of the patients two leads came out of the skin. The patient underwent a procedure in which the lead was explanted. There were no device issues. The patient was doing well postoperatively. The explanted lead will not be returned as it was lost.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7082145. Unique identifier (UDI): (B)(4).